Event description:
Information received by medtronic stated that the customer was experienced a hyperglycemia. Customer blood glucose level at the time of event was 390 mg/dl and current blood glucose level was 300 mg/dl. Auto mode feature was active at the time of event. High blood glucose value was treated with insulin pump and injections. The symptoms such as thirst and headache due to hyperglycemia. Customer was used insulin pump system within 48 hours of reported event. No harm was required during medical intervention. The devise was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged having high bgs on (B)(6) 2021. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test due to critical pump error. Unit downloaded to crest. However, unit failed to download to thus due to blue display during download. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the pcba 1, pcba2, and vibrate harness assembly. Unable to verify cause of critical pump error due to blue display during thus download. Force sensor zero offset is within specification 22.9mv. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, cracked case, label damage, and corroded battery tube. Exposed to moisture confirmed on pcba 1, pcba2, and vibrate harness assembly. Critical pump error (open book image) alarm confirmed, due to moisture damage. Unable to download history and trace files due to moisture damage. Unable to verify customer alleged for high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.